Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with topical and oral antibiotics (specific date and duration not reported). The implanted device remains.

Event description:
Per the clinic, the patient was placed under mac anesthesia on (B)(6) 2024 to remove the abutment.